Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, when the plunger was retracted a suture break occurred. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The technician is reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded; the return of the device may have assisted in the investigation of the reported event. A suture break can be influenced by, but not limited to, the suture is nicked by rotation of suture trimmer, thumb knob is released and the gate is closed on the suture, quick, jerky motion to apply tension vs. Pulling coaxial to the suture trimmer, the non-rail end is used to advance the knot causing it of lock prematurely to prevent break use slow, constant, and increasing tension, keep suture limbs coaxial at all times. Based on the reported information and the, inspection criteria the cause for the reported suture break and failure to achieve hemostasis with this device could not be conclusively determined. To assure that all products perform according to specifications, they are subject to a inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A sample is also taken from this lot for destructive functional test to verify the quality of the lot. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.